Event description:
It was reported via repair work order that the lock bar strut is broken and the seat weldment was bent which could affect patient support. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.